Event description:
It was reported that a broken needle or cannula occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted into the arm on (B)(6) 2024.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction h2 type of follow up: - correction h10: corrected data.